Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The motor arm cannot communicate with the main arm and software error detected found in the pump history (.problem isolated to electronic assemblies as per global logic analysis. No trace pointers are invalid or history pointers failed. The history pointers are corrupted anomalies noted during testing. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms and was able to clear it. No harm requiring medical intervention was reported. The device will be returned for analysis.